Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on the right atrial (ra) lead channel during the right atrial automatic threshold (raat) test. Technical services (ts) suggested a reprogramming option. The device remains in use. No adverse patient effects were reported.